Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was experiencing high blood glucose levels for a few days. The customer's blood glucose was 498 mg/dl. The customer expressed feeling ill, nauseous and ketones as symptoms of her high blood glucose. Troubleshooting was done. The customer ran a manual prime, and insulin did exit the tubing. The customer stated that he found a button error alarm in the insulin pump's alarm history. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.